Event description:
It was reported the distal tip of the guidewire detached in the patient during a percutaneous transhepatic venous portal sampling procedure. Retrieval utilizing a snare was unevenful. This device has not been returned for evaluation. Therefore, no failure analysis is available. Attempts to gain further details regarding the circumstances surrounding this event have been unsuccessful. Without evaluating the product and without further details co cannot determine the exact cause for this event.